Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the reporter, the device does not operate on battery power, even after 4 days of being plugged into ac power, and the device immediately alarmed "low battery" while a pt was being monitored and ac was unplugged. No adverse pt effects were reported as a result of the device use.